Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: eur j pediatr surg. 2018; 28: 279¿284. Doi: https://doi.org/10.1055/s-0037-1603088. (B)(4).

Event description:
It was reported via journal article "title: laparoscopic rectopexy for external prolapse in children" authors: jonathan randall, hugh gallagher, bruce jaffray. Citation: journal of pediatric surgery. 2014; 49: 1413¿1415. Doi: http://dx.doi.org/10.1016/j.jpedsurg.2014.03.009. This study reports the results of laparoscopic rectopexy, using either sutures or mesh, for external prolapse in children who have failed conservative measures. The results were obtained from a prospective database for all laparoscopic rectopexy procedures performed for external prolapse in a tertiary referral centre from 2006 to 2013. A total of 18 procedures including both suture and mesh rectopexy were performed in 11 patients (6 female patients and 5 male patients; median age: 7 to 15 years old). Ventral mesh rectopexy involved insertion of a mesh that was sutured along the anterior surface of the rectum before fixation to the sacral promontory. There were 2 types of mesh used in the series; prolene mesh (ethicon) in 7 patients or a porcine dermal collagen implant. In the polypropylene mesh group, reported complications included failure (n-3) which required redo surgery and persistent failure with recurrence of prolapse (n-3) which required end colostomy in 2 patients and the other patient had appeared to have stopped prolapsing during follow-up. It was reported that laparoscopic mesh rectopexy can be safely performed in children and can lead to complete resolution of external prolapse. There is a cohort for whom it fails to relieve the problem. In this series there was a trend towards less recurrence with mesh rectopexy.